Event description:
It was reported that the patient underwent a cervical spinal fusion at c3-6. It was reported that 9 days post-op, the patient was diagnosed with a post-op infection.

Manufacturer narrative:
The part of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #g6950315, g6956418, g6956420, g7750015 and g7752536. (B)(4).